Event description:
During a procedure, an incidental finding of a filter fracture was discovered. Images show the filter placement to be very low in the inferior vena cava (ivc) practically at the confluence of the common iliac veins. One of the support struts is broken and its ends separated. Another strut is partly bowed and there is incomplete filling if the posterior wall of the cava, apparently at the site of the fractured strut. The patient is a female with end stage renal disease. The patient reported that the filter was placed at another hospital approximately 2 years ago. Subsequently, there is no information as to the initial filter insertion or other types of procedures that may have been performed following filter deployment. The patient is currently being dialyzed via tesio catheters placed on the left side of the neck. The consulting surgeon had requested a right upper extremity, bilateral lower extremity, and inferior vena cava venography for surgical planning. This is when the fracture was discovered. It is noted that there is normal flow throughout the ivc, with rapid emptying, but the ivc lumen was not fully opacified on the medial aspect of the filter. The remaining venous system, including the superior vena cava, appear normal.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.